Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and fistula. No further patient complications were reported.